Event description:
Customer reports to have unexplained high blood glucose of 421 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose. Infusion sets would be replaced due to damage from high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.